Event description:
As per analysis of the surgery's logs file we noticed that just one communication error occurred during the surgery. According to our internal procedures, the incident should not have been reported.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery multiple communication errors occurred.